Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 460 mg/dl with mild ketones and insulin injections were used to address the bg level. The customer would either resume insulin delivery after the alarm or change the supplies on the pump and the infusion set site. As the contact did not have the pump present at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.